Event description:
Customer states that she obtained results of 70mg/dl and 17mg/dl within 2 minutes on the same device. No adverse event was reported and no treatment recieved. No quality controls were used. Requested return of suspect device and replacement was sent.